Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: first/given name: full name not provided, only provided as h. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code 4625 captures vitrectomy and incision enlarged. Section h6: health effect - clinical code 4581 is to capture incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lens (iol) was placed in the left eye, a capsule tear was noted. The lens was removed and replaced with a non-johnson and johnson sulcus lens without further complication. An incision enlargement and vitrectomy was required. The device was discarded. No further information was provided.